Event description:
Reporting status: death. Reporting rationale: stent occlusion/ cardiac arrest, the patient subsequently died. Device issue: no device malfunction has been reported. It was reported that the procedure was to treat an aneurism in the proximal lad. After pre-dilatation, the graftmaster was successfully deployed at 18 atm and then post dilated. A lesion was also observed in the ramus branch at the proximal edge of the lad and flow was somewhat compromised. An attempt was made to treat this lesion, but nothing could cross. (The graftmaster jailed the diagonal). The patient was taken from the cath lab in stable condition; however, 25 minutes later, the patient experienced cardiac arrest and was rushed back to the cath lab. The graftmaster was observed to be completely occluded with thrombosis. Reportedly, another company's balloon was used in an attempt to open up the occlusion; however, the patient did not make it. No additional event or pt info is available.